Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a different serial number¿s lens case. Customer notes were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, the optic body was observed to be damaged/bent, which may have occurred during handling and cannot be confirmed to be related to manufacturing. The lens was cleaned, and the lens damage was no longer observed, and no other cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided, only noted as sometime soon after implant. Best estimate date is between (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient right eye due to refractive error. Symptoms noted soon after implant. At explant there was no incision enlargement, vitrectomy, or sutures required. There was no patient injury, and the patient is doing fine post-op. No further information provided.